Manufacturer narrative:
Additional information was provided that the results for the sample were actually 0.159 ng/ml, 0.182 ng/ml, and 0.144 ng/ml. The testing in the other laboratory was performed on a cobas e 411 immunoassay analyzer. No further issues were reported by the customer since the service visit. Medwatch fields were updated.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable low elecsys troponin I immunoassay results for one patient that had previous "positive" results. The results were <0.16 ng/ml, 0.18 ng/ml, and <0.16 ng/ml. An aliquot of the sample was tested in another laboratory and the result was 0.33 ng/ml. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the bead mixer was misadjusted.